Event description:
It was reported that a patient underwent a three level tlif at l3-s1 using infuse bone graft. Approximately seven months post-op, an exploratory surgery was performed to remove a pseudo-wall encapsulated fluid collection located at l4-l5 which was displacing neural elements and causing radiculopathic pain. The fluid was noted to be "cloudy with blood." The explanted tissues were forwarded for analysis. The patient's symptoms have reportedly resolved post-procedure.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.